Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
As of this date, the device has not been returned. If this device should be returned to our company, it will be analyzed and this investigation will be reopened and updated as necessary.

Event description:
Boston scientific received information that this patient's right ventricular (rv) lead post implant of a new device, exhibited noise and increased impedances, as well as pacing inhibition and artifact were observed. Five inappropriate shocks were given as a result. Given the timeframe it was suspected to be a connection issue or possible lead fracture. The patient underwent one revision procedure where the lead was confirmed to be fully inserted into the device header. However the noise and increased impedances remain. The physician elected to change out this device, abandoned the rate sense portion of the rv lead. Once the new device and lead were inserted, there was no noise, or any other issues observed. To date, there have been no additional adverse patient effects reported.